Manufacturer narrative:
(B)(4).

Event description:
It was reported that there may be a disconnect at the pump pocket site. It was unknown when the health care professional started to suspect a disconnect. An MRI was scheduled for next week to confirm the disconnect. No patient symptom details were available. The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703w, lot# l39097, implanted: (B)(6) 1997, product type: catheter. (B)(4).